Event description:
A customer reported that during surgery while creating groove surgeon noticed that the ultrasound power from an ophthalmic system was very low. Surgeon tried to continue, but eventually had to stop because the phaco handpiece (hp) became extremely hot in its upper part, burning surgeon hand without causing any physical injury. The surgery was completed by replacing the hp without any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.